Event description:
The customer contacted baxter's technical service center regarding a system error 2240 and system error, which occurred on the homechoice (hc) during dwell 2 of 4. The home patient (hp) stated a supply bag fell and disconnected. The hp did not disconnect at any time prior to the alarm. Product surveillance spoke to the peritoneal dialysis (pd) nurse regarding this report on (B)(6) 2010. Per the pd nurse, the home patient did not report this incident to her. The pd nurse will follow-up with the patient. No patient injury or medical intervention was reported. No additional information provided.

Event description:
It was reported that while the ventilator was connected to a pt, three technical errors indicating disable valves, pt category mismatch and internal memory error were generated and ventilation stopped. (B)(4)

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4).